Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported load points 3 and 4 signify a set installed when there is no set installed, which was reproduced during evaluation. The cause was determined to be a downstream plate shim being out of specification. The downstream plate shim was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that signified load points 3 and 4 set installed when there was no set installed. There was no known patient injury or medical intervention associated with this event. No additional information is available.